Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the pacer test failed during the operational check. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device and determined that it is no longer supported, and spare parts are no longer available because it has reached end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device is eol.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the pacer test failed during the operational check. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.